Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab inspected the unit and was unable to duplicate the reported issue. During the investigation, the control printed control board assembly (pcba) was found to have been improperly secured, indicating that the component had been improperly serviced by a non carefusion employee. While the reported issue was not duplicated in the laboratory setting, the control pcba video connector was found to be only partially seated, which may have been a contributing factor.

Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. At this time, carefusion has not received the suspect device/component for evaluation. (B)(4).

Event description:
The customers reported while using the avea ventilator, the user interface module (uim) is flashing and intermittently goes blank. The customer stated there was no patent involvement associated with this event.